Manufacturer narrative:
Updated: post-pump exchange for driveline issue. Reference MFR report # 2916596-2016-02332 for the report of hemolysis and status 1a listing for transplant. It was initially reported that the device would not be returned for evaluation as the patient remained ongoing with lvad support. The patient received a pump exchange; therefore, the device was returned for evaluation. The evaluation is not yet complete.

Event description:
Additional information: it was previously reported that the patient was listed as status 1a for transplant due to "some hemolysis" the driveline issue. It was reported that while at home supported by the ungrounded patient cable, the patient received the driveline fault alarm. The patient reported to the clinic and the alarm was cleared. A representative of the manufacturer¿s technical services team reviewed the submitted system controller log file and confirmed the occurrence of the yellow wrench driveline fault advisory alarm. It was requested that the clinic clear the alarm through the system monitor and wait approximately 30 minutes for its return. The clinic cleared the alarm. The alarm reportedly did not reoccur. Later that same day, the patient arrived at the emergency room due to the reoccurrence of the alarm. The patient was admitted and another set of log files were submitted to the manufacturer¿s technical services for review and advisement. This second set confirmed that the driveline fault occurred while the patient was supported on an ungrounded patient cable. No pump stops or reductions in pump speed below the preset low speed limit were found. X-rays were also provided and though not conclusive, areas of driveline shielding degradation on the external portion of the driveline were noted. On (B)(6) 2017, the patient underwent a pump exchange due to the driveline issue.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline severed approximately 11 inches from the pump housing and the severed portion of driveline, measuring approximately 28 inches in length was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. Continuity and high potential testing was performed on the 28 inch distal end portion of the driveline, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 11 inch pump-end portion of the driveline revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed an insulation breach in the black wire approximately 9 inches from the pump housing. The conductors of the black wire were exposed. A small amount of force was placed on the remaining wires, and the yellow wire elongated adjacent to the pump housing indicating that the inner conductors had previously fractured. More force was applied and the wire completely fractured. The insulation breach of the black wire and fracture of the inner conductors of the yellow wire appeared to be the result repetitive flexing of the driveline in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breach in the black wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the yellow wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 11 months. Additional information was requested, but was not provided. The patient remains ongoing on device support. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received an unspecified alarm while in bed. The lvad was supported by the power module and patient cable at the time. The patient reported to the clinic and the alarm was able to be replicated. The patient was admitted and placed on an ungrounded power module patient cable. It was reported that the patient had gained an unspecified amount of weight since implant. Log file was reviewed by a representative of the manufacturer's technical services team and confirmed the pump stoppage events. X-rays of the driveline were evaluated by the technical services representative, and did not show any areas of concern. The patient was asymptomatic. Additional information was requested, but was not provided.